Event description:
It was reported that during the performance of a laparoscopic procedure, the physician inadvertently activated the bilap device which was resting on a pt drape. As a result, the drape ignited. The flame was immediately extinguished no pt injury reported.